Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red call doctor icon. Data transmission issues were also noted. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a red call doctor icon. Data transmission issues were also noted. The patient was referred to contact their clinic regarding the red call doctor icon. Additional information was received that this device has been exhibiting out of range shock impedance measurements from over a year ago. No adverse patient effects were reported. This device system remains in service.